Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two yrs where this malfunction resulted in a serious injury. Therefore, this event meets criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report.

Event description:
In this event, it was reported that a propex apex locator provided incorrect measurements; no injury resulted.